Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure, performed on (B)(6) 2023. During the procedure and inside the patient, the stent was not smooth. The physician felt resistance when retracting the stent, subsequently, the stent was not deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a reportable event based on the investigation results which revealed the guide catheter was detached/separated from the push catheter. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation result of guide catheter break. Block h10: a flexima biliary stent was received for analysis. The stent was returned fully deployed and the deployment suture remained on the device. Visual inspection was performed and found the push catheter was bent. The guide catheter was detached from the push catheter and was stretched and kinked in several sections. No other problems were noted with the device. The reported event of stent failure to deploy was not confirmed as the stent was returned completely deployed. The investigation concluded that the damages noted were most likely due to procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the user, and the amount of force applied to the device during use. These damages could have caused difficulty retracting the guide catheter during deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.